Event description:
It was reported that upon post implant check, ra and rv electrograms were seen stacking on top of each other. Ra lead was falling into the rv. Pacing aai yielded rv pacing and confirming ra lead dislodgment. Ra lead dislodgement was confirmed by x-ray. The lead was explanted and replaced. Patient's condition was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.